Event description:
Procedure type: gastric bypass. According to the reporter: the customer reports that some staples did not shut properly therefore, the suture was not completely done. The surgeon had to re-cut to remove the part that was not shut properly. There was unanticipated tissue loss. The case was extended by more than 30 minutes. There was no blood loss over 500cc.

Manufacturer narrative:
(B)(4).